Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated the blood glucose reading is over 500 mg/dl. Customer is vomiting. Caller stated that insulin is leaking from quick-sets. Hospital treated with insulin drip and saline drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.